Event description:
A volume discrepancy was reported. It was noted that 'about' a year ago, 'for a while,' when going in for refills more medication was being withdrawn from reservoir than expected. At that time indium scans were done to check the 'leads' as the doctor thought 'it' was leaking, it was noted that 'it' was actually not leaking. It was also 'thought' that the 'leads' might have been 'plugged' and 'different things' but that 'all those tests and stuff,' it was not clear what was meant by that statement but then it was noted that the healthcare provider (hcp) couldn't find anything wrong with the device. It was reported that the patient's legs had been 'hurting really bad' for 'quite a while, like a year or two or three.' The device system was used to infuse morphine and 'something else.' Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: catheter model 8711, lot# j11044r26, implanted: (B)(6) 2002. (B)(4).